Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The customer biomed department verified the malfunction in the devices memory logs but could not duplicate the event.